Manufacturer narrative:
Further investigation into this event was conducted. Retained material sample was examined and the material was within co's specifications. In co's suggested instructions for use booklet, co recommends its device for use in replacement of endotracheal tubes whose inner diameter (ID) is 7mm or larger. Co's airway exchange catheter was being utilized with another manufacturer's double lumen endotracheal tube. The ID of the double lumen endotracheal tube was not known. Additional info is being added to co's instructions stating to, "ensure proper sizing of the cook airway exchange catheter within a double lumen endotracheal tube. Failure to do so may cause small fragments to be shaved off during removal of the cook airway exchange catheter".